Event description:
It was reported that during cine playback the cine run would lock up and the system had to be rebooted in order to continue. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The backplane and cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.